Event description:
A doctor was performing routine medical treatment to a pt when the lens heat shield/holder form his dental light came off the light and fell on the side of the pt's torso causing a small abrasion. There were no serious injuries reported.

Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. Marus has called the doctors office numerous times trying to obtain more information regarding the event however the doctor and the office manager will not return our calls. As a result marus is unable to obtain the serial number or manufacturer date of the dental light.